Event description:
On (B)(6) 2014, a complainant contacted (B)(4) to report that in 2009, she had the allergan brand, natrelle, silicone filled breast implants, style 15, 575 cc, implanted at pena plastic surgery in (B)(6). However, shortly thereafter she gradually became ill with the following symptoms: neuropathy of her hands and feet, seizure, fuzzy vision, her eyes became light sensitive; she developed a dullness and/or ring in her ears, muscle weakness, sudden sharp stabbing pains, loss of balance, short-term memory loss, and mental confusion. Since she had not been able to isolate the exact cause of her ailments, but the on-set was near her breast implantation, she decided to have the allergan brand, natrelle, silicone filled breast implants removed. On (B)(6) 2014, she had the allergan brand, natrelle silicone filled breast removed. Since then she has noticed that her symptoms appear to be receding and has concluded that she may have experienced silicone toxicity from her allergan brand, natrelle, silicone filled breast implants. At her request, her surgeon provided her with the removed allergan brand, natrelle, silicone filled breast implants. She has examined the removed implants, which she noticed that the left implant appears to have a white unk substance growing in the silicone, but the right implant is perfectly clear. She stated that she had attempted to file a FDA medwatch on-line, but had not been successful at submitting. (B)(6) default granted me authorization to release her name and contact info to the most responsible firm. Complaint # (B)(4). (B)(6). Silicone filled breast implant, style 15, 575 cc, a gel-filled breast implant has an elastic silicone rubber shell and is filled with cohesive silicone gel.